Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices were received and evaluated. Visual observation confirms that the distal tips of both devices were rounded. The devices are worn and laser markings have faded indicating it was heavily used. This complaint can be confirmed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot. This device is 5 years old and due to heavy use, their failure could be attributed to normal field wear. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder procedure it was found that two of their latarjet cannula screw drivers are stripped and broken. The sales rep confirmed that nothing broke in the patient. The sales rep reported that the surgeon completed the procedure with another different type of driver with no patient consequences or delays. The sales rep could not provide lot numbers for the devices. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluation.